Manufacturer narrative:
(B)(4). Date sent: 11/17/2022 d4: batch # x94f89 investigation summary the product was returned to ethicon for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample determined that the mcm30 device was returned inside its package unopened. Upon visual inspection, a loose clip was observed to be inside the package. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, fired nails can't clamp blood vessels. No patient consequence.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.